Manufacturer narrative:
Additional information: b5, d11.

Event description:
Related manufacturer reference number: 2938836-2020-09691. New information states that the patient presented to the ep lab for right ventricular lead revision due to a high capture threshold. The lead was explanted and replaced. The system was removed because the physician believes the potential infection was due to a poor wound closure at the prior generator change. The physician did not allege our device/procedure caused the infection. The patient was alive.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ep lab for right ventricular lead revision due to a high capture threshold. The lead was explanted and replaced. The patient was stable.